Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient seeking legal action. Patient was revised due to unknown reason. **update** (B)(4) 2013-sales rep reported revision due to pain. Part/lot and doi information have been identified. MDR decision has been reversed, the cup and head has been reported.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: elevated metal ions; copious amounts of darkly stained synovial fluid consistent with metallosis; soft tissue was very scarred. The information received does not change the MDR decision.

Event description:
**Update** (B)(4) 2014 - medical records were obtained. Medical records indicate metallosis. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(4) 2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.